Manufacturer narrative:
Concomitant medical products: dtma1d4 crt-d implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there appeared to be some undersensing and oversensing on the right atrial (ra) lead during an atrial arrhythmia. The lead remains in use. No patient complications have been reported as a result of this event.